Manufacturer narrative:
Log files were reviewed from (B)(6) 2013. Logs indicate vad parameters within the normal operating leading up to event. Alarm files confirm a suction alarm on (B)(6) 2013. No other alarms recorded during event time frame. A gap was noticed in the data files. The last data point in the data file before the event was stamped at 23:23:26 on (B)(6) 2013. The subsequent controller power up with associated motor start was logged at 23:53:28 which indicates pump stop/power disconnect time between approximately 15-30 minutes. We cannot determine if the alarm adapter was connected by reviewing log files. Also, the event logs show a pattern of power-up and motor start events. Controller power-ups and motor starts were logged on (B)(6) 2012, (B)(6) 2013. This evidence is consistent with the reported patient confusion with power supply replacement. The hvad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller ((B)(4)) is not being returned to manufacturer for evaluation since the site believes that the event is not related to a device malfunction. Review of the sterility report and controller inspection records confirmed the unit met the internal requirements prior to their quality assurance release process. Review of controller log files confirmed the reported event revealing that the patient had been disconnected for 15 to 30 minutes. In addition, multiple power up/motor stop events had been recorded in previous months, weeks and in the days preceding this event; but not during the actual time frame of the reported event. This evidence is consistent with the reported patient confusion with power supply replacement. Patient remained in ICU, neurologically non-responsive, eeg shows little sign on neurological activity. Plan to withdraw treatment on patient. Although a definitive root cause cannot be determined, the most likely root cause of the reported event can be attributed to user error. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that approximately six and a half months after the implantation, the patient was found unconscious. At the time of the event, the patient was in the hospital being treated with a sternal wound infection. It is not known whether the patient remained in hospital post-implantation or if he/she had been re-admitted recently. The site did report that the patient had been intermittently confused recently. When found, the patient's controller had an alarm adapter in place and both power supplies fully disconnected from the controller. The staff reported that it is often their practice to leave an alarm adapter in the data port of the patient's back-up controller. In addition, the patient is reported to have had a habit of disconnecting him/herself inappropriately in the past. The staff was able to re-start the pump. The patient was transferred to the intensive care unit and was neurologically non-responsive. An electro-encephalograph revealed little sign of neurological activity. As of the date of this report, discussions are currently underway to withdraw therapy. The site is actively conducting an internal review of this event. The controller is not being returned for evaluation since the site believes that the event is not related to a device malfunction. The patient's physician feels that this event was related to human error. As of the date of this report, extensive re-training of the staff has already begun at this facility with more to follow. No additional information available.